Event description:
It was reported that the pump touch screen had a delayed response. Additionally, customers blood glucose level displayed high and a manual injection was administered to resolve the issue. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.